Manufacturer narrative:
Block d2b: additional applicable product code: nhl. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that electrocautery can transfer destructive current into the dbs leads and/or stimulator. Bipolar or monopolar electrocautery may be used. Electrocautery probes must be kept a minimum of 1 in (2.5 cm) away from the implanted device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error cause or contributed to event.

Event description:
It was reported that the deep brain stimulation (dbs) patient initially received a unilateral dbs system and was later scheduled for placement of a second dbs lead, as symptoms on the untreated side of the body continued to worsen. During the second lead implant, the surgeon used monopolar electrocautery, which appears to have damaged the implantable pulse generator (ipg). Following an impedance check that showed abnormal readings, the surgeon decided to replace the ipg. The patient is doing well postoperatively, with no complications.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient initially received a unilateral dbs system and was later scheduled for placement of a second dbs lead, as symptoms on the untreated side of the body continued to worsen. During the second lead implant, the surgeon used monopolar electrocautery, which appears to have damaged the implantable pulse generator (ipg). Following an impedance check that showed abnormal readings, the surgeon decided to replace the ipg. The patient is doing well postoperatively, with no complications.